Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he is in the hospital for high blood glucose and that he wants to make check if the insulin pump was responsible or not. The patient's blood glucose at the time of incident was 600 mg/dl. The customer confirmed that he felt fine despite his high blood glucose, and instead of treating it himself he decided to go to the hospital just to be safe. Troubleshooting was initiated to inspect the insulin pump and the device and its corresponding components appeared to be functional and undamaged. The customer was advised to change the entire infusion set, reservoir, and insulin, and to treat per health care provider's instructions. The customer confirmed that he will call back if his blood glucose continues to rise. No products were returned or shipped.